Event description:
Employee reported that the pt wasn't reporting adequate pain relief with the pca and only could hear a low tone when pressing the pca button and that the pca button was sticking, she switched the pca to a new pump and now the patient is reporting better pain relief. A note reporting the problem is being placed on the machine and it is placed in the soiled utility room for pick up by the equipment tech. Follow up action: biomed-ok evaluate pump- biomed tested pump for volumes, delivery rates and alarms. All tests passed with the expectations of the occlusion alarm test, took 3mins 50 secs to alarm and should only take 3mins -out of calibration range. Biomed tested the pca cable and found it to be functioning properly.